Event description:
Through legal correspondence, candela was made aware of an incident involving a candela sclerolazr used in a sclerolaser therapy of leg veins. The pt was reported to have sustained injuries to her left knee and right ankle, including burns, open wounds, scarring and disfigurement. Some or all of these injuries and their effects are, or may be, permanent in nature.